Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test otc 2 test pack. The customer performed the first test on (B)(6) 2021 and generated a negative result. Additional testing with the binaxnow¿ covid-19 antigen self test otc 2 test pack test performed on (B)(6) 2021 generated a negative result. The consumer confirmed that the patient is symptomatic and experiencing shortness of breath and cough even though they already have two negative results. No additional patient information, including patient out come was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146861 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146861 and device part number 195-430h / lot 140555r.. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146861 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is possibly be related to issues including the self-test user performance or the specific patient sample.